Event description:
Large amount of air was noted in the system. They attempted to recirculate blood to try to remove the air. At this time they noted blood leaking out of the line at the blood pump. The patient's blood was not returned because of the leak and air in the system. Patient left the facility in stable condition.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.